Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon bent the post on the corail broach while using the calcar planner.

Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint; the post on the broach is not bent. There are light circular scratches on the post indicating the taper was not seated all the way into the broach handle before locking down on the lever locking mechanism of the broach handle. However, a functional check with a mating broach handle found the two instruments function as intended. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.